Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, d.2, g.1, h.6.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the anterior and white particles on the inner surface of the shell. A leak test and microscopic analysis was performed which identified a striated opening and an observed void >1 mm in the non-textured, valve-to shell-bond area. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage, consistent in the use of some surgical tool. Also observed was the unit had no creases.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.